Event description:
It was reported to st. Jude medical that the pt expired due to an unknown cause. Upon interrogation of the ICD, it was found in a hardware reset mode. It was also reported that the pt did received two external cardioversions to convert atrial fibrillation.